Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x18 mm xience prime stent was implanted in the distal left circumflex coronary artery. On (B)(6) 2014, the patient was hospitalized due to chest pain and treated with medication. On (B)(6) 2014, the condition resolved and the patient was discharged. There was no adverse patient sequela. No additional information was provided.